Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred occasionally between (B)(6) 2025. The wearable was inserted into the arm. The patient reported having inaccurate cgm readings for approximately two weeks but was unable to recall specific values and did not have a manual glucometer to confirm readings. She stated that her cgm readings fluctuated widely with very high readings followed by rapid drops to the 50 mg/dl range within minutes. Based on the sensor readings her insulin pump restricted insulin delivery. During this time, she felt weak and had difficulty eating for about one week. On (B)(6) 2025, the patient attended a scheduled doctor¿s appointment where a fingerstick was taken and the blood glucose was over 200 mg/dl. The patient could not recall her cgm reading at that moment. She was advised to go to the emergency room. In the ER, she received IV fluids and IV glucose (unknown why treatment for hypoglycemia was needed). The cgm sensor and insulin pump were removed due to multiple tests being performed. The patient could not recall any cgm or blood glucose values recorded in the ER. The patient was hospitalized for approximately three weeks for treatment for diabetic ketoacidosis. Upon discharge, the patient reported feeling better and was transferred to a skilled nursing facility for continued care, where she was taking pancreatic enzymes (it was unknown how this was related). At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.